Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was receiving error code 8476 (motor stall) on their personal therapy manager. It was noted the patient called because when requesting a bolus they patient's ptm skips and goes back to the home screen. It was noted the hcp increased bolus max activations to 9 to allow the "skipping." The patient noted they noticed a "bell" at the bottom of the home screen. Pss instructed the patient to open alarm detail with their ptm, and patient said they saw 8476 next to the "call your doctor" symbol. Pss reviewed meaning of 8476 with pt, and redirected to hcp. Critical alarm was audible during the call. It was noted the patient did not recently have an MRI. The patient was in constant pain. The event date was (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient's chart was reviewed and no motor stall was found. The patient's pump was refilled as normal on (B)(6) 2019.